Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The fse performed electrical / mechanical adjustments to the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, the nurse reported to technical service engineer (tse) during system setup that the patient side cart (psc) was not starting properly. Tse checked the logs and found a several communication problems on port 3 of the core. Tse requested to turn of the system and use a blue cable from one of the consoles to connect to the psc. While turning of the system the psc did not fully shut down, resulting in the restart of the whole system. Tse requested to hard power the system and epo the psc. After restarting the system using the power button on the vision side cart (vsc) and the psc did not start up. The nurse observed a red blue fiber cable (bfc) status led at the psc side and an "greenish" status led at the core side. The nurse noticed that the console was indicating that it was not connected but the bfc status led on the console was blue. Nurse needed to attend the surgery that was converted to traditionally laparoscopy. Tse called back in to some more trouble shooting. Tse requested to start the psc in stand alone mode. Tse requested to power cycle the vsc an consoles and startup again and the console indicated that the pscs was not connected. Tse requested to connect the psc but it was not getting recognized. Tse requested again to use the bfc from on of the consoles and still the psc was not recognized. The procedure was converted to laparoscopic surgery with no reported injury.